Event description:
It was reported that the user experienced difficulty connecting a newly applied dexcom sensor to the ilet after placing the sensor earlier that day. Outcomes included temporary absence of cgm readings on the ilet and elevated blood glucose of approximately 300 mg/dl, followed by return of blood glucose to within range later the same day, with a reported value of 132 mg/dl, without medical intervention. Investigation included troubleshooting assistance, during which the user was guided to toggle the cgm setting between dexcom g6 and g7 and to restart both the ilet and the phone, with verification of the sensor pairing code. The user¿s caregiver was advised to allow additional time for pairing to complete and to contact dexcom if the sensor did not connect. Investigation of this case revealed no malfunction of the ilet device, and the event was consistent with transient cgm pairing and connectivity behavior following sensor application rather than a device or component failure.